Manufacturer narrative:
Updated information: section a4 - weight in lbs section b5 - revised treatment/intervention sentence for clarity. Section d4 - expiration date, serial #, unique identifier (UDI) # section h4 - device mfg date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After conducting patient-specific computer modeling, the authors successfully implanted a non-medtronic transcatheter valve (26 mm e dwards sapien 3) in the evolut pro.

Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 29 mm e volut pro valve. Five years later, the patient was referred for redo tavr following admission with heart failure and echocardiographic findings of severe bioprosthetic valve stenosis and severely impaired left ventricular function. After planning and patient-specific computer modeling was conducted, the authors successfully implanted a non-medtronic transcatheter valve (26 mm edwards sapien 3) in the evolut pro. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: dargan j, kenawi a, khan f, firoozi s, brecker s. Patient-specific computer modeling to guide redo transcatheter aortic va lve replacement. Jacc cardiovasc interv. 2023;16(18):2332-2334. Doi:10.1016/j.jcin.2023.07.034 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.